Manufacturer narrative:
Upon follow up, the physician reported the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as misuse of a uv flash device (non-baxter product) which may have potentiated connection problems by the patient. It was unknown if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. The patient was hospitalized for the event. Treatment was unknown. At the time of this report, the patient had recovered from the event. Action taken with pd therapy was not reported. Additional information is not available.